Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. In february, the battery was at 14% and currently it was 3%. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. In february, the battery was at 14% and currently it was 3%. A request was made to have data from this device analyzed and data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The s-ICD remains in service. Additional information indicated that the device reached replacement status and displayed an error indicative of battery depletion. Additional information received 17dec2024 indicated that this device was replaced on (B)(6) 2024. It was not reported that the device would be returned.